Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe, lot # 8504562, and confirmed the presence of a black plastic particle in the fluid path. The particle measured 6mm by 2mm. Although the particle was attached to the syringe plunger, the thin strand of material could potentially break free during the filling or injection cycle and enter the fluid path. Comparison of the material with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the patient exists. Our investigation determined that the particle noted in the syringe occurred during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: a foreign particle was detected inside of the CT syringe after filling with contrast media.